Event description:
Account reports pt rec'd overinfusion of demerol as a result of user misprogramming. Rptr stated healthcare professional who was programming pump thought they were programming in milligrams when the pump was in milliliter mode. Per reporter, condition was observed when pt's respiration became depressed. The pt was administered narcan for reversal. No additional medical intervention was required.